Manufacturer narrative:
The device was returned and the evaluation found the following other contributing findings: due to clogging of nozzle, air supply volume, water supply volume, and water removal ability all did not meet the standard value. As upon evaluation it was found that the device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair and there was not a delay in the start of precleaning. According to the customer, the following details regarding the cds process were unknown: what the foreign material was, whether the customer flushed the air/water nozzle with water and air, if there were any abnormalities in the accessories used for reprocessing, if the customer flushed the air/water nozzle/channel with the detergent solution, and whether the customer wiped/brushed the distal end with clean lint free clothes, brushes, or sponges. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the nozzle. There was no patient involved.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states that detection method in gif-1200n operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states that preventive measure in gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.